Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.

Event description:
It was reported that following a drug eluting stenting treatment procedure restenosis occurred. The pt had a 2.5x20mm taxus express2 drug eluting stent (des) implanted in the left anterior descending artery (lad). The taxus express2 des was implanted in the pt's native lad distal to the pt's known lad graft. Ten weeks later, 90% stenosis was found in the distal half of the 2.5x20mm taxus express2 des. The restenosis was treated with a 2.0x20 maverick balloon with 0% residual restenosis noted after treatment. There were no pt complications reported with the pt's current condition listed as "fine".